Event description:
In 2009, the lay user's/pt's relative contacted lifescan (lfs) alleging an inaccuracy issue with the onetouch ultra2 meter. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt. The reporter stated that the reported issue was noted the same day, at 2:39 pm. During that time, the pt reportedly obtained an inaccurate reading of "173mg/dl" on the subject meter when compared to a reading of "120mg/dl" obtained on the paramedic's meter, performed in less than 10 mins of each other. Based on the statistical methodology, the calculated difference of these glucose results exceeded the expected value of < = 30% and/or <=30 mg/dl. The pt reportedly experienced symptoms of "sweating, incoherent and not able to stand up", prior to the alleged issue. The pt's relative stated that the reported symptoms occurred the same day, at around 2 pm. During the symptoms, the pt reportedly obtained a reading of "96mg/dl" on the subject meter. The reporter stated that the pt was not given any diabetic treatment since the reading of "96mg/dl" was normal for the pt. The reporter then reportedly called the paramedics since the pt was "incoherent and could not remember his name." The paramedics came within 15 mins of time period and the pt reportedly obtained a reading of "30mg/dl" on the paramedic's meter. The pt then reportedly received orange juice and peanut butter jelly as described treatment. The reporter stated that the paramedics tested the pt 15 to 20 mins after giving the treatment and that is when the alleged inaccuracy issue was noted. The reporter also alleged that the day before the reported issue, the pt obtained readings in 300's and 400's mg/dl and the pt reportedly increased the insulin dose, which could be the reason for the low blood sugar. During the troubleshooting, when the cca walked the customer through the control solution test, the results fell outside the expected range. Replacement products were sent to the pt. Based on the provided information, this complaint is being reported because the pt reportedly based his insulin treatment based on the alleged inaccurate readings of 300's and 400's mg/dl obtained on the subject meter, and therefore, allegedly developed symptoms, and received treatment from the paramedics, which could be suggestive of a serious hypoglycemia. In addition, based on the statistical methodology, the calculated difference of the reported glucose results exceeds lifescan's criteria for accuracy and precision.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.